Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant it was noted the right atrial (ra) lead had dislodged. X-ray showed the lead was "pointing down". The lead was explanted and replaced. No patient complications have been reported as a result of this event.